Manufacturer narrative:
(B)(4). Submitted to FDA on 09/06/2016.

Event description:
Additional follow-up was requested and on 08/30/2016 the surgeon provided the following details. During the initial operation the surgeon had some visualization issues. Due to patient eye movement, the first pass with the stent was posterior to the trabecular meshwork. The hyphema was treated with upright positioning and topical medication. The hyphema was reported to have resolved with no sequelae. The hypotony was treated with medication and observation. In the surgeon's opinion the hypotony was caused by a possible wound leak and possible cyclodialysis cleft (though no wound leak was present when the patient was seen). The hypotony was reported to have resolved. The patient's current status and prognosis was reported to be good with improved iop and bcva.

Manufacturer narrative:
(B)(4). The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. Hyphema, cyclodialysis, hypotony and decreased visual acuity are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA: 8/24/2016.

Event description:
The surgeon reported that after a successful istent implantation on (B)(6) 2016 the patient complained of gray vision on post-operative day 2. The patient was seen in the emergency department on (B)(6) 2016 and reported that they could not obtain an iop. The patient was prescribed diamox and sent home. The surgeon saw the patient on (B)(6) 2016 and provided the following details. The patient presented with transient hyphema and iop 3 mm hg. The diamox was discontinued and the patient was prescribed topical steroids. Post-operative imaging confirmed that the istent remained in the trabecular meshwork. The surgeon conferred with the glaukos medical monitor on (B)(6) 2016 who reported that patient was a high myopia and the surgeon had a difficult time obtaining a good view. During the operation, the patient moved and a cyclodialysis cleft may have been inadvertently created. The istent was eventually placed in good position. The surgeon reported that the transient hyphema resolved quickly. Two week post-operation the patient's bcva was 20/20 with iop 5 mm hg. The medical monitor discussed treatment options including; self-correction as cleft closes, laser and surgical treatment. For now, the surgeon is going to monitor the patient on topical steroids. Additional information has been requested.